Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. On visual evaluation, there were no kinks noted to the catheter, bifurcate or luers. On functional evaluation, an in-house presto inflation device was used to inflate the balloon but it was unsuccessful. On further evaluation, balloon was cut and under microscopic observations, it was noted that the port hole was collapsed and the glue bullet was noted to be inside of the catheter shaft. The investigation for the identified inflation issue is confirmed as the device was unable to inflate during functional evaluation. The investigation for the reported deflation issue remains inconclusive as the device was unsuccessful while attempting to inflate during functional evaluation and thus further evaluation can't be performed. Misplacement of glue bullet and the collapsed port hole is likely the root cause of this reported deflation issue and identified inflation issue. However, a definitive root cause for the reported deflation issue and identified inflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), g3, h6 (device). H11: h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to deflate. It was further reported that the balloon and sheath was removed together over the wire. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to deflate. It was further reported that the balloon and sheath was removed together over the wire. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to deflate. It was further reported that the balloon and sheath was removed together over the wire. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the deflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.